Manufacturer narrative:
Trainees on the assembly line assemble the wheelchair not properly in right position for brake. Training the trainee, make sure the trainee understand and will follow sop. Responsible person: (B)(6), date: 03/07/2015. Make sure for the coming po's, the brake and wheel are properly assembled. Responsible person: (B)(6), date: 03/07/2015. (B)(4) and (B)(4) should inspect the wheelchair completely and carefully responsible person: (B)(6), dated: 03/08/2015.

Event description:
Dealer advised both brakes are not holding.